Manufacturer narrative:
The date of event is unknown. The patient's weight was unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced protrusion of their ipg at the pocket site. In turn, the patient's scs system was explanted.